Event description:
It was reported that noise resulting in oversensing, p-wave oversensing, t-wave oversensing, and low sensing was observed on the right ventricular (rv) lead. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.